Event description:
It was initially reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure. According to the complainant, the stent did not deploy from the introducer. No visible damage was noted on the device. The procedure was completed using another flexima biliary stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good. This event has been deemed a reportable event based on the investigation results; stretched guide catheter.

Manufacturer narrative:
A visual inspection of the returned device revealed the guide catheter was severely damaged. The guide catheter was kinked by the hub and the suture hole was slightly torn. The proximal remnants of the guide catheter were accordioned. The guide catheter was kinked in several places and stretched. The distal remnant of the guide catheter was also found to be kinked and had a suture impression on it. A review of the manufacturing documentation found no anomalies or deviations during the manufacture of this batch. The most probable root cause for the reported event is operational context. It appears that the guide catheter was kinked during placement of the device. The kink also appears to have caused resistance when the guide catheter was being retracted for deployment. (B) (4).